Manufacturer narrative:
As reported in a research article, seven amplatzer vascular plugs were implanted off-label to attempt to close a pseudoaneurysm. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instruction for use, artmt600034447 revision b " the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature."

Event description:
As reported in a research article, a patient presented with repeated bleeding in her neck, she was stable and had no signs of infection or heart failure. On physical examination, there was a small yet actively bleeding cutaneous orifice in the suprasternal notch. Seven amplatzer vascular plugs were implanted off-label to attempt to close a pseudoaneurysm in a patient without success. The physicians completed an endovascular procedure that was able to simultaneously treat the failing aortic valve and the pseudoaneurysm in the ascending aorta, mimicking a bentall-de bono procedure, dubbed the endo-bentall procedure.